Manufacturer narrative:
It is deemed likely the reference frame moved after 3d scan, resulting in the alleged inaccuracy. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, screws were misplaced. No further details regarding this issue, or specifically when it occurred, were provided. No specific measurement, or direction, of the alleged inaccuracy was provided. The surgeon opted to discontinue the use of the navigation system and the imaging system to continue the procedure to completion. Delay in therapy was less than one hour.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that all the screws were revised without use of the imaging or navigation system. The medtronic representative also reported that the inaccuracy was approximately 4-5 millimeters. The surgeon opted to continue the procedure using endoscopy instead of imaging and navigation systems. The instructions for use (IFU) which accompanies this device contains the following warnings regarding frame movement: "warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result." And "warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister."